Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. Customer's blood glucose value was 155 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were in pool and insulin pump vibrated and it stop, insulin pump had an error message, critical error and then it turn off. Customer stated that the insulin pump had cracked located near the battery side. Customer was unable to clear the alarm. Customer removed the battery then it vibrates, customer was trying to press the center button and nothing happen. Customer was tried to follow the frozen display and keypad anomaly but the screen was black and no display at all. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.